Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 510 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.